Event description:
It was reported that during reprocessing a monopolar curved scissors instrument, orange insulation was peeling. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument tube extension had the pad printing removed. Approximately half of the top portion of the pad printing was removed from the tube extension. The tube extension under and surrounding the removed pad printing was not damaged. There were no signs of arcing. Failure analysis concluded the damage was likely due to improper cleaning. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.